Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 41 year old female pt for cardiac arrest, after two attempts to deliver therapy at 120 joules, the device failed to discharge via non-zoll electrodes. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction. The customer has indicated that the event electrode pads were discarded, and they are not available for evaluation.